Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete?

Manufacturer narrative:
(B)(4). Additional information received: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes, but after sometime surgeon noticed disruption in staple line. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes.

Event description:
It was reported that during a radical cholecystectomy procedure, after firing white reload on cystic duct, there was staple line disruption at the proximal end which the doctor had to suture. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.